Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, ¿ insulation peels back and exposes too much electrode which may result in lesions of unwanted size or location. The procedure was finished after replacement of the introducer. There was no known injury to patient." (B)(4).